Event description:
Dr. Was tunneling the dbs [deep brain stimulation] lead down to the battery to connect it when the connector attached to the lead became misshapen and broken in the tunneler, not allowing him to remove the connector to attach it to the battery. Dr. States that he may have to bring the patient back to the or another day to replace the entire lead.